Manufacturer narrative:
The portrait psr does not contact the patient during use. Labeling includes the following risk: following the procedure, the treated site may be subject to an opportunistic infection. Normal precautions such as the use of prophylactic antibiotics, dressings and antibiotic ointments/creams, may be used at the discretion of the physician.

Event description:
Day 4 post procedure the pt was treated for a uti at a hospital. The nursing staff cleaned patient's face with a wash cloth. Patient had not informed the staff of her recent portrait procedure. Patient developed an infection on her face.